Event description:
The user facility reported that the surgical table signaled the table was unlocked when it appeared to be locked. The patient was transferred to another surgical table and the procedure was completed successfully; no injuries reported.

Manufacturer narrative:
A steris service technician inspected the table and found the left side floor lock cylinders were not operating properly. The technician replaced the floor lock cylinders and confirmed the table was operational; no further issues have been reported. The table is 13 years old and is under steris service contract. Preventive maintenance was completed on (B)(4) 2012, when the table was found to be operating properly; no issues were noted with the floor lock system.